Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented via remote follow-up, far p-wave oversensing was observed on the ventricular channel. The patient did not receive therapy. Programming changes were discussed.

Event description:
New information received notes that the device was reprogrammed.